Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port has a leak in it in the rubber diaphragm at the access site. Minimal resistance to needle placement is noted when accessing the port in the central location of the diaphragm. The device was removed and a new port was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary:received one ti clearvue slim for evaluation. A jagged hole was noted in the center of the port septum, therefore, the investigation is confirmed for a subcutaneous leak without embolism. The jagged edges suggest that the damage occurred due to routine use, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the port has a leak in it in the rubber diaphragm at the access site. Minimal resistance to needle placement is noted when accessing the port in the central location of the diaphragm. The device was removed and a new port was placed. There was no reported patient injury.